Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) displayed a fiber optic sensor failure message. The customer stated this had occurred in the shift and they reconnected the fiber optic (fo) cable and it calibrated. However, this time they were unable to resolve the issue. They were advised that the fo strand/ cable was damaged in some way and suggested using an alternate source for an arterial line. The steps needed to move from the iab transducer to an another arterial line source were explained and they understood. They planned to contact a physician for a line placement. There was no patient harm or adverse even reported.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender and pressure tubing were also returned. No damage was found iab and/or the sensor cable. A sensor output test was performed and the sensor was found to be within specification. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint#: (B)(4).